Event description:
Iit was reported when the device was used during a laparoscopic appendectomy procedure it locked out on the tissue. The case was converted to an open procedure to remove the device and complete the case. There were no other reported pt consequences.